Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, (B)(6) (us) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with a connection issue. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. This failure is an identified failure mode within the risk assessment. Per complaint details from the united states, it was reported that during a navio-assisted pfa surgery, they were able to calibrate the first navio handpiece without any issues. Once they got to the bone cut phase and upon touching bone, the bur gave an error that said "handpiece exposure control motor failure". After this, they tried to recalibrate and were unable to move forward. They switched out the handpiece and the second navio handpiece would not move through calibration. The procedure was completed with a delay of less than 30 minutes by changing to manual instrumentation. Based on the information provided, the patient was not harmed during the case. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio-assisted pfa surgery, they were able to calibrate the first navio handpiece without any issues. Once they got to the bone cut phase and upon touching bone, the bur gave an error that said "handpiece exposure control motor failure" (B)(4). After this, they tried to recalibrate and were unable to move forward. Then, they switched out the handpiece and the second navio handpiece would not move through calibration ((B)(4). The procedure was completed with a delay of less than 30 minutes by changing to manual instrumentation. The patient was not harmed.